Event description:
It was reported that following a tunica vaginalis testis procedure, the pt developed necrotizing fascitis. During the procedure, a bladder penetration occurred. Cystoscopy showed no abnormality and no bleeding. Post-operatively, the pt experienced overflow incontinence secondary to urinary residual. The pt self-catheterized three times during a period of 12 hours to empty the bladder completely after voiding spontaneously. On 06/09/2000, the pt developed an elevated temperature without tenderness or swelling. A urinary tract infection was considered the source of the elevated temp. Pt was placed on 250mg of zinnat by mouth. Next morning, the pt had difficulty breathing and extreme pain. Tenderness was noted in the right groin area. There were no signs of peritonitis and pulses were present and strong in the right leg. Due to hypotension, poor oxygen saturation and extreme pain the pt was transferred to a high care unit. Computerized tomography scan was performed which revealed swelling in the right parametrium and appeared to be collecting fluid. Tunica vaginalis testis tape was removed under anaesthesia. The pt was placed on intravenous maxipime 1.2 gm every 12 hours for antibiotic cover. Upon removal of the tunica vaginalis testis tape some thickish pus-like material was present on the tape, and this was sent for microscopy and culture. The pt went into acute renal failure with elevation of urea and creatinine. 24 hours after removal of the tunica vaginalis testis, a bluish area was present on the right groin, and there was evidence of white colored cellulitis spreading down the right leg. Additionally, a dark black area was developing as well as on the right labia and on the upper thigh posteriorly. The pt was taken to the theatre on 06/12/00, and radical debridement was performed in the groin-area, labia and thigh. The pt was discharged from the theatre on positive pressure respiration and was admitted to isolation in the intensive care unit. Over the next 24 hours the condition improved and there are no new areas of necrosis.